Manufacturer narrative:
(B)(4).

Event description:
Upon further review, additional information was provided that clarified that the patient was not using or owned a dexcom system at the time of death. No allegations were made against the system. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/12/2017, the patient's wife reported that the patient passed away. It is unknown if the patient was using the dexcom system at the time. The patient's wife did not provide additional information.